Event description:
It was reported that the surgeon inserted a cc4204a collamer single piece lens and the lens cracked during insertion. The incision was enlarged to remove the lens and sutures closed the wound. The back up lens was implanted and the pt is doing fine.

Manufacturer narrative:
(B) (4) - sutures: eval method (other): work order search. Results: a work order search was performed and there were no similar complaints found. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B) (4).